Manufacturer narrative:
Product ID 8709, serial# (B)(4); implanted: 2007. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that a granuloma was not confirmed and the cause of the fluid collection was not officially determined but suspected to be due to a catheter leak. It was reported that the patient was scheduled to meet with the hcp on (B)(6) 2019 to determine the next steps in treatment and if the catheter is to be replaced it would be returned for analysis. No further complications have been reported.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-dec-17. It was reported that the pump was at minimum rate. They were waiting on spinal cord stim trial. The pump will be removed at the time of the scs implant, pending outcome of the trial. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that a "pump o gram" ruled out a catheter fracture. It was reported that the plan was to remove the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-aug-16 regarding a patient receiving bupivacaine (25mg/ml at 5.45mg/day) and dilaudid (50mg/ml at 10.090mg/day) via an implanted infusion pump. The indications for use included failed back surgery syndrome and spinal pain. It was reported that the patient had complained of increased pain to their groin, leg, and foot over the last couple of weeks (relative to the date of report). The patient was hospitalized a couple days ago and underwent magnetic resonance imaging (MRI) which showed a fluid pocket near the catheter tip in soft tissue. The hcp consulted a neurosurgeon to rule out a granuloma. The onset of the change in therapy/symptoms was considered gradual. It was later noted that they wanted to program the pump off, but then decided to program the pump to minimum rate mode until they decided about revising the catheter. No further complications were reported or anticipated.